Event description:
Medtronic ats received info that after double valve implant of these two mechanical valves (ats aortic and ats mitral), echocardiography showed that the mitral valve was not opening and closing correctly. The pt was still on bypass, the surgeon reported the atrium and discovered that one leaflet was not opening. The surgeon stated that this was not valve related but was surgeon error due to the valve not being correctly positioned away from the sub-valvular structures. The surgeon reported that the chordae got trapped in the valve leaflet, causing issues with the opening of the leaflet. The mitral valve was replaced with a non-medtronic valve. The pt recovered normally with no adverse effects.

Manufacturer narrative:
(B)(4) . Device history review results: other = device history review found the product met specifications when released for distribution. Conclusion : other = cause of event attributed to user error. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all MFR specification for products release for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding this clinical observation, however, the surgeon admitted incorrect positioning of the valve.